Manufacturer narrative:
(B)(4).

Event description:
The customer alleges the spring guide wire was found kinked when the kit was opened.

Manufacturer narrative:
(B)(4)). The customer returned an opened pi-01451-ls kit containing a guide wire assembly for evaluation. The guide wire was protruding out of the advancer tube and did not appear to be used. Visual examination revealed the protruding end of the guide wire is kinked in one location. The kink is consistent with the guide wire coming in contact with other components during shipping and handling. No damage or anomalies were observed on the advancer tube. Microscopic examination confirmed the kink and revealed offset coils. No other damage to the components were observed. Both guide wire welds were full and spherical. The guide wire was kinked 11 mm from the tip protruding from the advancer. The overall length and outer diameter of the guide wire were measured and were found to be within specification. A device history record (DHR) review was performed on the guide wire and packaging and no relevant manufacturing issues were identified. The report that the spring wire guide was found to be kinked prior to use was confirmed through visual examination of the returned sample. The returned guide wire was kinked in one location towards the distal end of the guide wire. The defect observed is consistent with damage during transit. Dimensional inspection of the sample did not reveal any manufacturing related issue. A DHR review was performed and did not reveal any manufacturing related issues. Based on the observed damage and customer report, the probable cause of this issue is shipping and handling related. No further action will be taken.

Event description:
The customer alleges the spring guide wire was found kinked when the kit was opened.